Event description:
It was reported that the patient implanted with this pacemaker had a loop recorded that showed an event with a 3.5 second pause in ventricular pacing. A device interrogation was performed and noted stable, but elevated threshold measurements, otherwise no anomalies were noted. The root cause of the pacing inhibition was not determined. Technical services (ts) discussed the potential that the device saw something that inhibited pacing, but not long enough to create an episode in the device. Ts discussed programming options for sensitivity. No adverse patient effects were reported. This device remains in service.